Event description:
This pt performed poorly with their device since implantation. Pt experienced eye twitching. Pt was able to respond to stimulation but had no discrimination or speech understanding. An integrity test showed a normally functioning receiver stimulator and electrode abnormallties in four electrodes. The implant team elected to reimplant in an attempt to improve their performance.